Event description:
It was reported to st. Jude that the patient with brugada syndrome expired during dinner. When the physician interrogated the explanted ICD, an error message appeared, "back up vvi".